Event description:
The customer reported that during a esophagectomy/ gastric tube procedure, oozing under 200cc occurred after approx the 10th seal, even though an end tone, indicating a completed seal cycle, was heard. It occurred twice in a row. Another device was opened and used to complete the case. There was no pt injury. The forcetriad energy platform was set at 2 bars.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.